Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after the implant procedure, the patient felt tired and short of breath. The his pacing lead had high, but stable, threshold. The lead was also oversensing myopotential and atrial activity in the unipolar pacing configuration, and in both pacing configurations, undersensing of premature ventricular contractions (pvcs) also occurred. The lead was reprogrammed and a lead revision is being considered. The lead remains in use. No further patient complications have been reported as a result of this event.